Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The alleged issue began on the morning of (B)(6) 2014. The patient obtained blood glucose results of ¿471, 508, 405, 474, 448, 413, 545 and 523 mg/dl¿ with the subject meter. The patient manages her diabetes with novolog insulin (16 units) and lantus insulin (32 units). Based on the alleged results, the patient reportedly increased his usual dose of medications. After, the patient claimed he felt low blood glucose symptoms of light headedness, sweating and dizzy. Treatment was not specified. On the morning of (B)(6) 2014, the patient reportedly visited his physician¿s office and obtained a blood glucose result ¿under 200 mg/dl¿ with the physician¿s meter. No additional treatment was provided at the physician¿s office. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.